Manufacturer narrative:
Clinical investigation: a clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. There is no documentation that shows a causal relationship between the patient fall and the liberty cycler. However, there is a temporal relationship between the patient fall and the pd therapy. It is unknown if the patient could have experienced a fluid shift or hypotensive episode due to the pd therapy and it is unknown what delflex strength was utilized as well. The patient has a history of anemia and had a significantly low hemoglobin which could account for the report of weakness from the pdrn. The pdrn stated that the weakness and anemia is not related to the pd therapy or the cycler, but based on the information provided it cannot conclusively be determined. It is unknown if the patient¿s pre-existing comorbidities or any concomitant medication contributed to the symptom of weakness resulting in the fall. Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. An investigation of the cyclers delivered to the customer for the product were reviewed and a serial number was not able to be determined.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported the patient had fallen out of bed during treatment and was being taken to the emergency room (ER) via emergency medical services (ems). During follow up the pd nurse stated the patient fell due to generalized weakness related to acute anemia and low hemoglobin. The patient was not injured during the fall. The patient was hospitalized (B)(6) 2017. The diagnosis was unknown. The patient¿s hemoglobin was 5.8. The treatment during the hospitalization is unknown. The patient was also reported to have history of anemia and cardiac issues. It is unknown if the patient continued peritoneal dialysis during the hospitalization or if any fresenius products were used.